Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. Visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the up arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the keypad issue. Unrelated to the reported issue, the audio bolus button (abb) cover was observed to be missing; the functionality of the abb could not be evaluated. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen visual, an intermittently responsive keypad button, and contamination of the keypad contacts. This report is made based on results of investigation completed on (B)(6) 2015.